Event description:
The pt reported that the lead was replaced in early 2009, due to a short; it was unclear which lead was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.